Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the revision reported due to prosthesis wear and osteolysis is a combination of the risk factors specified. However, this cannot be confirmed because the device was not returned for evaluation and images or radiographs were not provided.

Event description:
As reported, a radiological check was carried out and there was a considerable decentering of the head in the inlay, with osteolysis of the socket interface as a sign of clear wear of the inlay was impressive. This was verified when the inlay was changed on (B)(6) 2023. In addition to replacing the inlay, the integrity of the acetabulum was determined and cysts in the acetabulum were cured and sealed. Indication for implantation: post-traumatic coxarthrosis.

Manufacturer narrative:
Pending investigation. H7: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3, h6. H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely underlying cause for the revision reported is prosthesis wear and a combination of risk factors specified in the hhe and patient related conditions. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.